Event description:
It was reported that the patient had generator replacement surgery on (B)(6) /2014 and was kept overnight at the hospital due to an elevated heart rate. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received from the physician that the patient¿s had a prior history of cardiac event with general anesthesia. Patient experienced an anesthesia complication in 2001 and bradycardia prior to this event. Patient had experienced bradycardia post operation on (B)(6) 2014 with heart rate of 78 bpm before the event and a heart rate of 30 - 40 bpm after the event. Patient did not present with any symptoms suggesting an arrhythmia, nor experienced traumatic events or other triggers prior to experiencing this event. The bradycardia event did not occur with medication changes or vns stimulation on time. Patient¿s generator was turned on but patient did not experience bradycardia again. Patient's product information was also received from the implanting facility.

Manufacturer narrative:
.